Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that the receiver displayed a firmware error on (B)(6) 2015. The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was unable to be completed due to an error message displaying on the receiver screen; however, the error display confirmed the reported event of a firmware error. A definitive root cause could not be determined.

Manufacturer narrative:
(B)(4).